Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) had dislodged, and retracted to the pacemaker pocket. It was removed from service and a new lead implanted.